Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubies in drawer 4.1 were having invalid error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the main drawer 4.1 had multiple cubies that had not been recognized and had shown a read/write invalid cubie error. A field service engineer (fse) worked remotely with field technician, who had shutdown station, removed the back panel, disconnected and reconnected row-board cable from drawer control board and cubie trays then locked the back panel and power station back on to resolve the issue. The fse performed functional testing in hardware test application and medstation application successfully. The system functioned as intended after the field service engineer assisted and investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubies in drawer 4.1 were having invalid error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.